Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-04894]. It was discovered that the ipgs suture holes were broken. As a result, the ipg was explanted and replaced on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated.